Event description:
It was reported that the leads were extracted due to infection. The leads were returned, analyzed and subsequently tested out of specification. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for the 4568 lead, and on (B)(6) 2011 that revealed an out of spec analysis for the 6949 lead. As there is new information, these leads no longer qualifies for asr, and are therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. The inner insulation was breached. All conductors had blood/body fluid (not obstructed); outer tuding overlay was melted and had cosmetic environmental stress cracking; outer insulation was breached cut and cosmetic depression; the lead was stretched and had blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. Proximal conductor fractured; defib conductor was distorted; all conductors had blood/body fluid (not obstructed); defib conductor had blood/body fluid (not obstructed); outer tubing environmental stress crack breach (non- electrical); outer insulation breached cut and cosmetic depression; blood was in/on the helix/lobe mechanism. The device is part of the advisory for this model.